Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. G5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that an ampoule of tissue adhesive was found to be leaking.

Manufacturer narrative:
Samples received: 6 closed pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received six closed pouches, when opened, the ampoules were showing leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Please note that temperature and humidity conditions affect the product. Histoacryl should be stored below 22ºc at all times. Final conclusion: taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.